Event description:
It was reported that pump experienced malfunction alarm identified by code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump and resumed insulin delivery, and technical support provided reset instructions, confirmed that malfunction did not recur, advised continued pump use, and instructed customer to call back if issue returned.